Manufacturer narrative:
The data logs showed no issues with pump performance and there were a few suction alarms that were resolved. A leak to the purge system that may or may not have resulted in a low purge pressure and/or open purge alarms. This includes events where low purge pressure and/or open purge alarms trigger with no visible leak. The root cause of the purge leak - pump was determined to be due to a damaged sidearm as mentioned in the clinical details but the location of the damage is unknown. F6/f8-should have been left blank in the initial report. G1 manufacturing site name and address corrected.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and after the implant the purge side arm was cracked and the staff replaced the impella.